Manufacturer narrative:
Based on the claim against the product by the customer noting that the large hem-o-lok clip applier instrument had grip failure, an investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated /confirmed the customer reported complaint. Failure analysis found the primary finding of failed clip test to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The clip applier instrument failed the clip test due to misapplication of the clip e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip. The complaint regarding large hem--o-lok clip applier had grip failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large hem-o-lok clip applier instrument had grip failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.